Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system, including two percutaneous leads (of the same lot), on (B)(6) 2011. It was reported, the patient is not feeling stimulation in all of the desired areas. The patient is working closely with his physician to determine the next course of action and/or best programmed settings. No patient complications were reported as a result of this event.